Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was likely due to misuse, by product being put through torsional/bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. DHR was reviewed and no discrepancies were found. A summary of the investigation has been verbally relayed to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the screwdriver has fractured during a total hip replacement on an unknown date.